Manufacturer narrative:
The customer called technical support (ts) reporting that the device alarmed machine pressure sensor autozero failed (ec 1109) error message while in use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted.

Event description:
It was reported that the machine pressure sensor autozero failed ec 1109). The customer reported there was no patient involvement at the time the issue was discovered. The field service engineer (fse) evaluated the incident and perform extended run in and was not able to duplicate complaint. The customer states that da pcb and solenoids 2 and 4 were replaced as a precaution; unit passed all testing and returned to service. The issue was resolved, no other concerns for customer.